Manufacturer narrative:
Insulin pump passed the rewind, displacement, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery alarm noted. Device had scratched display window, cracked display window corner and cracked belt clip slot. (B)(4).

Event description:
Customer reported via phone call that the device alarmed multiple no delivery alarms randomly. Customer's blood glucose was 420 mg/dl. Customer reported the device was resolved by a complete set change. Customer wanted the device replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.